Manufacturer narrative:
The reported extended charge time was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to extended charge time. The patient was discharged after the procedure.